Event description:
The customer received a questionable vancomycin result on their integra 400 plus analyzer. The patient sample was a trough sample. All testing was performed on the same analyzer. The customer repeated all vancomycin samples that were run on the day of the event, and all of the samples repeated acceptably. The patient's initial vancomycin result was 63.49 ug/ml. The patient's second result was 20.68 ug/ml. The patient's third result was 20.85 ug/ml. The patient's fourth result was 20.31 ug/ml. The patient's fifth result was 20.72 ug/ml. They reported 20.72 ug/ml outside of the laboratory as they considered the lower results to be correct. There were no adverse events. The vancomycin reagent lot number was 64525601 and the expiration date was 09/30/2012. The field service representative could not find the cause. He verified instrument functionality. He performed a check analyzer rotor initial position test, a check cassette test, and an fp photometer test. All tests passed to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. According to the data provided, the issue is most likely related to incorrect sample volume pipetted. This can be due to a preanalytical issue (presence of clots or bubbles) or a clogged sample probe. The erroneous results did not cause any adverse events.